Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient who presented with transient light sensitivity in the right eye more than the left eye two months post enhancement. Examination showed no anterior reaction and trace conjunctival injection. The patient noted needing sunglasses indoors the steroid dosage was increased and on a slow taper. Additional information received states the patients symptoms resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.